Event description:
It was reported the patient was told by their doctor that they were too thin and that is why their device wasn¿t working for them. The patient stated they had one lead wire that was working in the right spot and the second lead wire was not working. The patient stated it had moved from its original position. After the patient had their device implanted they were told not to move or pick up anything. But, the patient picked up their cat¿s water bowl and they thought that may have something to do with the lead. It was later reported that the patient wanted to know if body size affected whether the lead wire was detached from the implantable neurostimulator (ins). The patient stated they were going to have another revision and the healthcare provider was going to try to secure it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that with one of the patient's previous implantable neurostimulators (inss) the lead had migrated as the patient was extremely skinny. They had to stitch the lead in to keep it in place. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: programmer. Patient product ID: 3889-28, lot# va0l42c, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).